Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the patient¿s supplies were damaged. The cause of the damage was unable to be determined. There was no additional information available for this complaint. Multiple attempts to contact the reporter by customer technical support to follow-up were unsuccessful. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.